Event description:
A pacemaker was implanted. Since it was felt that the pacemaker was not functioning optimally, pt was scheduled to undergo a pacemaker replacement. The pt expired shortly before the scheduled procedure. The presumed cause of death, based on EKG findings, was myocardial infarction.